Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Revision implants were a trident titanium hemispherical shell with 4 screws and a 0° trident x3 40 mm e liner. Reason for revision is due to loosening of the acetabular component.